Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels and issues with their meter readings. The customer's blood glucose level at the time of incident was unknown. The customer states their meter readings were 530mg/dl, 540mg/dl, 550mg/dl, and 573mg/dl. The customer states the meter was off by 100mg/dl. The customer states they treated with manual injections. Troubleshoot was conducted and the cannula was noted to be bent. The customer declined further troubleshoot. The customer was advised to conduct full set, reservoir and insulin change. The customer was advised to monitor the device and call back if issues persist.